Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion product event summary: the two batteries (B)(6), were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) and (B)(6) revealed that the batteries passed visual inspection. Functional testing revealed that both batteries were unable to charge or provide power. Further testing revealed that, for both batteries, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic) that monitors the battery and reports information to the controller. An attempt to reset (B)(6) main ic was able to reestablish communication with the ic; however, an attempt to reset (B)(6) was unable to reestablish communication with the ic. Log files were not available for analysis. The inability of the battery to provide power when connected to the controller will result in a power disconnect alarm. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to design issues. D4: serial #: (B)(6). D10: yes, return date: 10-nov-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d02 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system, battery, model #: 1650de / catalog #: 1650de / expiration date: 31-march-2022 / serial#: (B)(4), UDI #: (B)(4), mfg date: 20-march-2021, labeled for single use: no, patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): (B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). Additional information has been requested regarding the csv log files of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging, and another battery was not providing power or recognized by the controller and caused a power disconnect alarm. The two batteries were replaced. No patient complications have been reported as a result of this event.